Event description:
It was reported that the patient developed a skin irritation due to the 72r electrodes and cover patches. The patient stated that the irritation stated about two weeks ago at the at the lumbar area. The patient described the skin as swollen, red and itchy with welts and blister. The electrodes are changed and rotated 3 or 4 days. The area was clean with soap and water. The patient stated that he does not have any allergies or seasonal allergies. The patient contacted his surgeon¿s office who told him to leave the electrodes off for a couple of days. The doctor suggested the patient to use, over the counter, hydrocortisone cream. The patient was advised to discontinue wearing the 72r electrodes and allow the skin to heal. Zimmer biomet shipped new 63b electrodes to the patient. Afterwards, the patient could start wearing the 63b electrodes. The patient received the new electrodes on saturday and began wearing them on sunday. The electrodes are to be changed and rotated every day. The patient noticed the following morning that he began to break out with the new electrodes. The patient contacted zimmer biomet and stated that he would try to do the time test after his skin clears. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: h3: device evaluated by manufacturer updated to yes. H6: impact code added 4648 - insufficient information. H6: component codes added 772 ¿ cover. H6: clinical code added 4545 - skin inflammation/ irritation. H6: clinical code added 4537 - blister. H6: clinical code added 4577 - swelling/ edema. H6: device code updated to 2682 - patient-device incompatibility. H6: investigation code added to 3331 - analysis of production records . H6: investigation code added to 4119 ¿ insufficient information available . H6: investigation findings code added to 3221: no findings available . H6: investigation conclusions added to 4315 - cause not established.

Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Concomitant medical product: bone stimulator. Concomitant medical therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient developed a skin irritation due to the 72r electrodes and cover patches. The patient stated that the irritation stated about two weeks ago at the at the lumbar area. The patient described the skin as swollen, red and itchy with welts and blister. The electrodes are changed and rotated 3 or 4 days. The area was clean with soap and water. The patient stated that he does not have any allergies or seasonal allergies. The patient contacted his surgeon¿s office who told him to leave the electrodes off for a couple of days. The doctor suggested the patient to use, over the counter, hydrocortisone cream. The patient was advised to discontinue wearing the 72r electrodes and allow the skin to heal. Zimmer biomet shipped new 63b electrodes to the patient. Afterwards, the patient could start wearing the 63b electrodes. The patient received the new electrodes on saturday and began wearing them on sunday. The electrodes are to be changed and rotated every day. The patient noticed the following morning that he began to break out with the new electrodes. The patient contacted zimmer biomet and stated that he would try to do the time test after his skin clears. It was reported that no further information is available.